Event description:
In 05/2003, the hospital biomedical engineer called to report that the dual drive console (ddc) supporting a ventricular assist device (vad) patient, had a vacuum compressor failure of the top module. Staff engaged the emergency selector to provide adequate vacuum for both modules, and exchanged the driver with the back up driver. In follow-up with the vad coordinator it was reported that the loss of vacuum on the top module had no effect on the pt, the pt status did not change as a result of this event.